Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the radial artery. The target lesion was located in the moderately calcified and moderately tortuous distal left circumflex artery. Following pre-dilatation, a promus element stent was implanted into the patient. This 12mm x 3.00mm nc quantum apex mr balloon catheter was selected for post-dilatation. This nc quantum apex balloon was inflated to 12atms for 5 seconds and ruptured upon the 1st inflation. The device was removed intact from inside the patient. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).